Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine and marcaine via an implantable pump for spinal pain. It was reported that the patient stated since implant, she had a lot of fluid in the abdominal area and the fluid pushed the pump forward which was causing the pump to flip. The patient stated the doctor just flipped it right back and had no issues accessing the pump.